Event description:
Prior to patient use, it was discovered that a catheter line was damaged upon opening. Staff were unable to use this on patient. Materials management was given the line to return to the manufacturer and another product was used successfully. This did not reach the patient.